Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure, the wire allegedly broke in half. It was further reported that the snaring the wire out needed three accesses. The status of the patient unknown.

Event description:
It was reported that during a thrombectomy and atherectomy procedure, the wire allegedly broke in half. It was further reported that the snaring the wire out needed three accesses. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was returned for evaluation and a catheter was physically investigated. During physical investigation, a catheter and a guide wire was received. The guide wire was found broken in two pieces; it was broken at 70 cm from the tip of the guide wire. The guide wire was found kinked at 6 cm, right at the golden tip. Due to heavy clogging the test guide wire passed through the catheter with slight resistance till the metal gear wheel; after running the catheter with the drive system the test guide wire passed through the catheter. It was not possible to perform the aspiration test even after flushing. Therefore, the investigation is confirmed that the guidewire was broken. A clear root cause for these incidents could not be identified but break of the guidewire represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: d2b (qew; dqx). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.